Event description:
While the surgeon was activating the battery powered stapler to excise the appendix, the battery died and they were unable to ensure that a proper seal occurred. The vessels had to be ligated using a pds endoloop.